Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri) via charge time measurements. Technical services discussed that the advisory no longer applied to the device and the device should have three months of continued monitoring with 10 maximum shocks available from when eri was reached. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was explanted approximately one month later due to normal battery depletion. The device was returned for reliability analysis.